Event description:
Filter was changed due to rising filter/transmembrane pressures. Before the blood had reached the blood leak detector, an alarm occurred indicating blood in affluent and air in line. Air in line alarm cleared, but unable to clear blood leak alarm. The machine and tubing set was changed. The device ran smoothly.====================== manufacturer response for cvvhd, prismaflex======================they have looked into the problem.